Event description:
The customer reported that the system would not power up and displayed a check file system error message. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed on onsite investigation . The interconnect cable was replaced. The system was then found to be operating as intended.